Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. All buttons functioned properly. No damage in the keypad assembly noted. The keypad connector on lcd was properly locked during visual inspection. The insulin pump was monitored and no unexpected frozen display, buzzing or alarm noted. The insulin pump was received with cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She was unable to press any buttons on her insulin pump and it was buzzing when she got an alarm but could not see what it was. The time on the screen did not advance. Customer's blood glucose level was 226 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.